Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Initial information from implant registration cards show two aortic valves implanted 4 days apart in the same position in the same patient. The onxace-19, sn (B)(4), was implanted (B)(6) 2017 and the onxaap-19, sn (B)(4) was implanted (B)(6) 2017. No notes of explant were documented. This investigation is relegated to the onxace-19, sn (B)(4). No allegations of deficiency have been made to the onxaap-19, sn (B)(4).

Manufacturer narrative:
Multiple attempts to obtain additional clarifying information were unsuccessful. Specific details regarding the reoperation were not provided. A review of the manufacturing records was performed for the onxace-19 sn (B)(4) and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. No non-conformances or deviations were noted. Initially reported, an onxace-19 sn (B)(4) implanted (B)(6) 2017 in a (B)(6) year old female in aortic position was later implanted with the onxaap-19 sn (B)(4) on (B)(6) 2017 (four days later). No operative or other medical information was provided for either surgery. There is no indication that the original valve was problematic. Because the patient received a composite valve, i.e. A valved conduit, at the second surgery strongly suggests that the issue was with the patient's existing ascending aorta for which the attending surgeon determined the best medical approach was to replace the first valve with a valved conduit. There is no suggestion, evidence, or indication that the original valve, sn (B)(4), was functionally deficient except that the patient's condition warranted the placement of a replacement ascending aorta in addition to a valve. The instructions for use (IFU) indicate reoperation and explantation are possibilities due to a complication [instructions for use]. Although it is not among the potential complications listed, the need for the added functionality of a replacement ascending aorta was apparently enough to justify explantation and replacement of the original valve. The IFU thoroughly identifies the process and product hazards for approved indications. Each individual hazard is mitigated and reduced as low as possible by design and process. Post production residual risk is communicated in the product¿s labeling and IFU. Although the specific clinical issue guiding the surgeon's decision to replace the initial implant with an aap is not available, the IFU in section 5, states after a listing of potential adverse events: it is possible that these complications could lead to: reoperation, explantation. Root cause for this event is patient's postoperative condition required the added functionality of a replacement ascending aorta as well as aortic valve replacement. This event does not identify additional hazards or modify the probability and severity of existing hazards. No further action is necessary.

Event description:
Initial information from implant registration cards show two aortic valves implanted 4 days apart in the same position in the same patient. The onxace-19 sn (B)(4) was implanted (B)(6) 2017 and the onxaap-19 sn (B)(4) was implanted (B)(6) 2017. No notes of explant were documented. This investigation is relegated to the onxace-19 sn (B)(4). No allegations of deficiency have been made to the onxaap-19 sn (B)(4).